Manufacturer narrative:
The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable device received anti tachycardia pacing (atp) therapy and ventricular shock therapy during two episodes that occurred on the same day. The first event was treated with four bursts of atp and six shocks and the second event was treated with three bursts of atp. Therapy was possibly inappropriate for atrial arrythmia. The device remains in service and no adverse patient effects were reported.